Manufacturer narrative:
(B)(4): visually confirmed that ¿5mm of the driver¿s hex tip has broken off and was not returned for analysis. The break has a ¿45° angle to the fracture surface indicating a bending moment. The fracture surface does not show obvious signs of torsional failure. The material hardness of the tip is with in print spec. These observations are consistent with material overload during a bending moment.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the driver broke off during use. No patient complications were reported.